Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource had a smell of smoke. Upon opening the cover, the lamp was melted. It was unknown which headlight was used with this unit. There was no patient injury or death alleged. Additional information has been requested.

Manufacturer narrative:
Additional information received on 10jan2019 reported that the incident happened on (B)(6) 2018, during inspection and the warm up of the product prior to the start of the case. The device was not used in a case. There was no patient contact and the user of the device was not harmed. There was a slight delay of ten (10) minutes with no adverse consequences to the patient. The action that was taken after the product problem occurred was that the lightsource was removed and a backup unit was put into use. The device was returned for evaluation. A visual inspection found customer applied labels, no physical or visual damage on the mlx unit. Internal inspection found that part of the lamp casing was melted. Also, the fan power cable was unplugged. Functional testing found the lamp ignited but there was a smoky smell from the lamp area due to the unplugged fan cable. There has been no manufacturing deficiency identified. User error and tampering was evident. The reported complaint was confirmed. Device identifier: (B)(4).

Event description:
N/a.